Event description:
The following has been reported: biomed reported: serial number (B)(6) cleaned sensors and unit alerts while cleaning. Ship to depot for repair. The pump is incorrectly showing air in line. The line set being used was verified as being free of air. Preliminary investigation: sensor hardware failure (downstream air sensor). Could the issue stop an active infusion? Yes. Did the issue stop and active infusion? No. Could the issue result in an over/under infusion? Yes. Did the issue result in an over/under infusion? No. Could this issue prevent an infusion start up? Yes. Deep clean, deep clean pins and mechanism, ran functional checks, 50ml @ 250ml/hr, pump in bring up mode and sent to the test line, passed all stations of the test line front housing final acceptance, provisioned pump to 08 server, sent to heratherm, loaded into heratherm @16:00 and 11/12/25, passed heratherm pulled at 04:00 11/13/25, lvp burn-in test; pass, 24 hour dwell; complete, control system startup verification : pass, pump log retrieval; pass, flow accuracy test; pass, electrical safety test; pass, provisioned pump to mayo server, returned to service. Work order type corrective maintenance order description constant air in line alert problem cause equipment failure resolution code vendor repair/support resolution code vendor repair/support question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?: no question 2 did the issue stop an active infusion (yes, no, unknown)?: no question 3 list name of any drug administrated if known: n/a" a preliminary review identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.

Event description:
No pump was returned to fresenius kabi for evaluation. The reported issue was resolved by the mayo depot team. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.